Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements and high pace impedance measurements. It was confirmed through fluoroscopy that the lead had dislodged. A revision procedure took place and this lead was successfully repositioned. No additional adverse patient effects were reported.